Event description:
It was reported that deflation issues occurred. The target lesion was located in the diagonal artery. A 2.00mm x 12mm emerge¿ balloon catheter was used to dilate the lesion. When the physician went to deflate the balloon, the shaft looked like it had collapsed and the balloon was not able to deflate. Since it was such a small balloon, eventually the balloon did deflate slightly and the device was removed together with the guide wire. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. There was blood and contrast in the inflation lumen. There was a tear at the shaft, balloon and proximal balloon bond/weld. The balloon material surrounding the tear appeared stretched which is indicative of a burst. Measurements of the proximal weld matte finish were taken and the measurements were found to be within specification. Functional testing was performed by attaching a water filled inflation device to the inflation port. As pressure was applied water leaked out of the tear in the proximal balloon bond area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the balloon was inflated once at 10 atmospheres.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the balloon was inflated once at 10 atmospheres.

Manufacturer narrative:
(B)(4).